Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced an event of occlusion that prevents the flow of insulin and was alerted by insulin flow blocked alarm as the pump detected the occlusion. Patient was instructed to change infusion set. No further information available.